Event description:
It was reported that the device was burning. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The reported event, heat, has been confirmed based on historical data. Heat is a known and understood reported event. Based on previous complaint investigations, heat can occur during use. Potential root causes are; degraded lubrication, internal corrosion and damaged bearings.

Event description:
It was reported that the device was burning. Attempts are being made to obtain additional information from the user facility.